Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Operator type was reported as lay user. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: it was reported that following three (3) instruments were identified as damaged. A ball spike pusher tip is broken and two depth gauges have prongs which are broken. This was noticed in the sterile processing department. No procedure or patient involvement was reported. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device history review (DHR) part: #319.006 -synthes lot # 6474189. Release to warehouse date:10sep2010. Expiration date: na. Made by: (B)(4). No nonconformances (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition.no service history review can be performed as part number 319.006 with lot number(s) 6474189 is a lot/batch controlled item. The manufacture date of this item is 14-sep-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A product development investigation was performed for the subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6474189). The subject device was returned with the complaint condition stating: canada reported the following: it was reported that three (3) instruments were identified as damaged. A ball spike pusher tip* is broken and two depth gauges have prongs which are broken. This was noticed in the sterile processing department. No procedure or patient involvement. Please note that the ball spike pusher was not and will not be returned with the complaint per additional information provided by the reporter. The returned instruments were evaluated at customer quality and the complaint conditions were able to be confirmed. The needle component of both depth gauges (part 319.006, lot 6474189 (mfg 10-sep-2010) and 7405595 (mfg 24-jun-2013)) had broken off from the slider. All components (sleeve, needle, body, and slider) were returned but it is uncertain which component belongs to which part. Although the definitive root cause could not be determined, it is likely that consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. A visual inspection, drawing review, service history review, and device history record review were performed as part of this investigation. Replication of the complaint is not applicable as the complaint condition was visually confirmed. This complaint is confirmed. The 319.006 depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system.the exact cause of the complaint condition cannot be determined. But the condition of both depth gauges is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.